Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 58 mg/dl back to back with a result of 109 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different time, hours apart, other comparative tests of 54 mg/dl, 154 mg/dl and 57 mg/dl were performed back to back within 10 minutes of each other on the same system. No actions were reported taken or treatment received. No adverse event reported. A result was made for the return of the suspect device and replacement product was sent.